Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During inspection, the unit was found to have led segments which did not illuminate. Internal inspection indicated corrosion on the system board. The unit was unable to engage in monitoring. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed.

Event description:
The customer reported that the device has a missing display segment. No consequences or impact to patient were reported.